Event description:
The facility's biomedical reported an infusion pump with failure code 812:02 that was found during biomed testing. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.